Manufacturer narrative:
Product ID: 3889-28, lot# va0v67y, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer reported that the patient had burning and pain at the implantable neurostimulator (ins) site that was gradually getting worse since implant on (B)(6) 2015. The patient had burning and pain especially when they were lying and sitting. The symptoms were more intermittent. The patient had been increasing stimulation and was set at 4.3v on program 2. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The patient experienced a loss or change of therapy. The patient didn't feel stimulation and the therapy was not on. The patient changed to program 3 and turned the therapy on on (B)(6) 2015. The patient increased stimulation from 0 to 1.8v and felt stimulation in the correct area and it was comfortable. The pain and burning resolved. On (B)(6) 2015, the patient wanted to know how to increase and still hadn't experienced any improvement in symptom control. The patient had urge incontinence and couldn't make it to the restroom in time. Since switching programs the patient didn't experience any pain. The patient's stimulation was currently off and the patient didn't know how this happened since they hadn't used their patient programmer. The patient was able to successfully increase stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.